Event description:
It was reported via company representative that the insulin pump received a low battery alert during lunch. The customer attempted to clear the alarm by changing the battery and the received a button error alarm. The blood glucose reading was 4.1 mmol/l. It was also stated that there were no significant events leading to the alarm were observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm during our testing. Unable to perform operating current test or verify low battery alarm due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.